Manufacturer narrative:
Concomitant medical products: a2dr01, ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right ventricular (rv) and right atrial (ra) leads exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.